Event description:
It was reported that customer experienced malfunction alarm on pump identified as ¿malf 0¿ with fault ID 0x277d, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset process, malfunction did not recur after reset, pump operated normally, and customer was advised to continue using pump and to call back if malfunction appeared again.